Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the doctor used the sheath and tried to pull out the dilator, it broke at the point of connection of the head to the pipe." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "when the doctor used the sheath and tried to pull out the dilator, it broke at the point of connection of the head to the pipe." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of dilator hub separated was confirmed upon investigation of the returned sample. The customer returned a 9fr dilator from a 9fr psi kit with an original packaging tray for investigation. Upon return, the dilator was immediately noted damaged; the dilator extrusion was noted completely broken near the connection point with the dilator hub. The dilator tip appeared typical with no damage noted. Dried blood was noted on the exterior of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken/separated dilator hub. The probable root cause could not be determined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.